Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. No issues were found with the left eye monitor; the right eye monitor was intermittently blank. The fse replaced the left eye monitor and the right eye monitor. The system was tested and verified as ready for use. The two high resolution stereo viewer (hrsv) monitors have been returned for evaluation, but failure analysis has not yet been completed. A follow-up MDR will be submitted upon failure analysis completion or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A system log review was performed at the time of the customer's call for troubleshooting assistance. No errors were identified in the logs. Based on the information provided, this complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, and the procedure was able to be completed, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date (2020 reports) is blank because the product is not implantable. Initial reporter also sent report to FDA?: is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields PMA/510(k) number, adverse event, recall (if recall number is given) (2020 reports), and correction/removal number (2020 reports) are not applicable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the right eye of the surgeon side cart (ssc) console was blank. The right eye was viewable on the touchscreen. The issue persisted after the system's power was cycled. The procedure was completed as planned with the remaining left eye image. There were no errors found in the logs. Intuitive surgical inc (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Refer to the following fields for updated information; g3, g6, h2, h6, h10 d02 - intuitive surgical, inc. (Isi) received the two high resolution stereo viewers (hrsvs) involved with this complaint and completed the device evaluation. Failure analysis (fa) found electrical and fiberoptic defects. The root cause of this issue is attributed to a component failure.